Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an unknown cordis vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation.

Event description:
As reported by the legal brief, the patient underwent placement of a unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation. Per the implant records, the patient was status post multiple trauma with right lower extremity orthopedic injuries and secondary immobilization, who was felt to be a candidate for a trapease inferior vena cava (ivc) filter placement due to high risk for deep vein thrombosis (dvt) and pulmonary embolus (pe). Initial attempts were made to gain access to the right femoral vein but there was a significant amount of swelling in this area and it was difficult to palpate the artery, so attempts were them made to gain access to the left femoral vein. Fluoroscopic guidance was used to obtain a venogram which identified the renal vein. This are was noted and the ivc filter was then placed and positioned beneath the renal veins and deployed. The filter deployed well without any difficulty and the filter placement was verified under fluoroscopic guidance. There were no complications. The injuries associated with the rollover motor vehicle crash were a splenic laceration, a right dislocation femur fracture, a right dislocated knee, and a right open tibial/fibular fx. The patient was also noted to have a history of c-spine surgery and chronic low back pain. During the hospitalization following the motor vehicle accident, the patient underwent numerous surgeries for fractures and wound care sustained during the accident. The patient was ultimately discharged to a rehabilitation facility and was discharged a month after admission. Approximately two months later, the patient the patient underwent an open cholecystectomy for a gangrenous gallbladder, and six days later, a percutaneous removal of an abscess that formed after the cholecystectomy. Approximately thirteen years and after the filter was implanted, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis to check the status of the ivc filter. The CT findings indicated that the filter appeared intact and that portions of the filter appeared to extend beyond the walls of the inferior vena cava. Additionally, hepatic cirrhosis and splenomegaly with multiple gastric and esophageal varices were also reported. Approximately one year later, another computed tomography (CT) scan of the abdomen was indicated for a history of pain and for filter assessment. The results from this scan were unremarkable except for the anterolateral strut measuring about 3.3mm from the anterior ivc wall. Incidental findings noted a nodular liver with enlarged caudate lobe evident in association with an enlarged spleen and numerous splenic collateral vessels compatible with hepatic cirrhosis with portal hypertension. The arterial vascular structures demonstrate mild atherosclerotic calcification. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of cervical spine surgery and chronic lower back pain. Medical records indicated that the patient had also been admitted recently after having sustained multiple dislocations and fractures and splenic laceration after a motor vehicle accident (mva) with right lower extremity orthopedic injuries that were treated with multiple surgeries. The patient was subsequently immobilized and developed heparin-induced thrombocytopenia. The indication for the filter placement three days after the mva was reported to be the patient¿s high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe) prior to further planned orthopedic surgeries. The filter was implanted via the left femoral vein and placed in an infrarenal position without complications. Approximately twelve and a half years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that portions of the filter appeared to extend beyond the walls of the inferior vena cava (ivc); though it was noted that this might be artifactual in nature. Approximately fourteen years and five months years after the filter implantation, the patient underwent a CT scan that revealed that the filter was at the level of l2. The apex of the filter was not touching the wall of the ivc. The scan further noted that there was no evidence of migration, ivc stenosis or strut fracture or bending. One of the anterolateral struts extended 3.3mm beyond the ivc wall; though it was not clearly delineated. The patient further reported having experienced mental anguish and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed.the trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.